Manufacturer narrative:
Correction: patient demographics updated to proper value. The software investigation found that the reported event was unrelated to a software issue as the investigation found that the incorrect exam was selected. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a probe placement, the plans generated on an exam disappeared following a merge being performed. An interoperative scan was being merged when the reported issue occurred. The site reported that the plan was recovered through previous saves. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.